Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that one of the screws attaching the stand's base to the column assembly was found to be stripped out during preventive maintenance (pm). It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The remote service engineer (rse) provided the customer with the part numbers of the column assembly and hardware kit for repair.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.